Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient stated that they hurt their lower back and thought they damaged their device. The patient stated that the rep was able to recalibrate the stimulator and got 80% pain relief. The patient is happy with the therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.